Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive. Confirmation testing performed with bobas roche platform generated positive results. Additional information requested but not provided.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information. Please see updates: d1, d2, g3, g6 and h2.

Manufacturer narrative:
This suplemental report is being submitted to correct the previously submitted report as follow-up 2, which was inadvertantly submitted under this MFR report #: 1221359-2021-01333 (case (B)(4)), but was supposed to have been sumitted using MFR report # : 1221359-2022-01333 (case (B)(4)).

Manufacturer narrative:
Correction: the complaint associated with this report has been reported on manufacture report number 1221359-2021-01449. Hence, no further action will be taken regarding this MDR.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted report as follow-up 2, which was inadvertently submitted under this MFR report #: 1221359-2021-01330 (case (B)(4)), but was supposed to have been submitted using MFR report # : 1221359-2022-01330 (case (B)(4)).